Event description:
Boston scientific received information that the patient presented to the physician's office with a heart rate of 30 bpm, ventricular loss of capture and pacing inhibition with greater than two seconds of asystole. The patient was admitted to the hospital and a temporary pacing wire was placed until the lead revision procedure, which was scheduled for the following day. During the revision procedure, the right ventricular (rv) lead was found to be dislodged and located in the subclavian vein. The rv lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.